Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2006. According to the complainant, the following day the balloon was found to be torn. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device confirmed the balloon is split. No conclusions could be drawn regarding the possible root cause for this complaint. A lot history search was performed and revealed no other complaints reported on this lot number.